Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation visual analysis of the returned device identified flat creases, white particles in device inner surface and total delamination of valve. Leak test and microscopic analysis was performed which identified total delamination of valve and wear abrasion. Based on the device analysis the final assessment is:-total delamination of valve assessed as adhesive failure.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.